Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). (B)(4). Broken screw will not be returned as hospital discarded it. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016 that a headless compression screw broke off during an open reduction internal fixation (orif) procedure of the navicular bone. Upon the insertion of the screw, the screw bent. Therefore, the surgeon tried to remove the bent screw and during the screw removal process the screw broke in half. There was a 1 hour surgical delay as surgeon attempted to remove the shaft from the bone. The piece of broken screw was unable to be retrieved and remains in the patient; another screw was available to be used. The surgery was completed successfully without any additional medical intervention. The patient's status was reported as stable. Concomitant devices reported as: compression sleeve for 3.0mm headless compression screw (part # 03.226.000, lot # unknown, quantity-1), compression sleeve handle (part # 03.226.006, lot # unknown, quantity-1). This report is 1 of 1 for (B)(4).